Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4)/205951259, UDI#: (B)(4). Analysis found that the allegation could not be duplicated for the mainframe. There was no fault found with the unit. Analysis found that the allegation could not be duplicated for the interface. The unit came in with missing spare fuses. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the surgeon got no response from the mainframe when attempts were made to stimulate what was judged to be the recurrent laryngeal nerve. They had a post operative vocal cord weakness after a thyroidectomy. There was nerve damage to the recurrent laryngeal nerve.